Event description:
Information received from the field notes that while the patient was on vacation, he was admitted to the hospital with a recorded pacing rate of 120 ppm, the maximum tracking rate. The patient, released against the physician's advice, indicated that he would contact his personal physician.